Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had low vacuums that sucked 1 ml instead of 2 ml.

Manufacturer narrative:
Manufacturer site changed to (B)(4).